Manufacturer narrative:
On (B)(4) 2013, a visit was made to the hospital to investigate the event. The catheter was examined and photographed through a clear biohazard bag. Company representatives were not able to reach agreement with the hospital regarding the team under which the catheter could be removed for further evaluation. The catheter remains under the customer of the hospital. The lot number was not available. The manufacturer will continued to monitor trends.

Event description:
Catheter tip dislodgement during transjugular liver biopsy. On (B)(6) 2013, the pt with a history of orthotopic liver transplant, was admitted to rush for transjugular liver biopsy with pressure to evaluate allograft function and for treatment of possible cellular rejection. During the procedure, the tip of the catheter broke off and was dislodged into the left pulmonary artery. Using a right femoral vein approach, the catheter was retrieved with an en snare device without complication. The pt was discharged home in stable condition that same day. The catheter was retrained, but the specific packaging info was not.